Event description:
It was reported that the patient was having pain at the ipg site and urinary incontinence when stimulation was on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in block h6.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain at the ipg site and urinary incontinence when stimulation was on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.